Event description:
Customer called to report being hospitalized due to dka. Troubleshooting was performed and pump passed the 3 unit prime test, however, high pressure test was not performed as the diabetes educator demanded that a replacement pump be sent.